Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gallbladder procedure, while stapling the cystic artery, the unit had a damaged seal on all ports. There was an extension in the surgery for more than one hour and they used more trocar devices to resolve the issue. There will be an additional operation performed to correct the issue.